Event description:
On (B)(6) 2025 one of the user's caregivers reported that the ilet unlock button was intermittently sticking. The screen was intact, hands were warm, and no screen protector was in place. The agent advised that a replacement could be arranged if the issue worsened. Blood glucose (bg) was unaffected at that time. On (B)(6) 2025, another caregiver of the user called back to report that the touchscreen had become completely unresponsive, preventing completion of a necessary supply change. The agent guided the user through a mobile-assisted restart, but the screen remained unresponsive. A firmware update was available; however, the update could not be completed because the touchscreen would not register any input. The agent arranged an overnight replacement ilet. The user reported that bg had not yet been impacted and confirmed backup insulin therapy was available. No injury reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.